Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having issues with insulin pump alarming threshold suspend because of inaccurate readings. Sensor would be 50 and 40 mg/dl and blood glucose would actually be 90 and 114 mg/dl. Customer stated issues tend to occur on the first day of all of the sensors. Customer states that after that it settles and it works fine. Current blood glucose was 90 mg/dl and sensor reading was 50 mg/dl. Sensor has been inserted for a day. Customer stated it might not be a sensor issue but maybe something she was doing. No further information reported. Current blood glucose was 119 mg/dl. No further information reported.